Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted no blood or contrast visible. It is possible that the guide wire was wiped down prior to shipment to abbott vascular for evaluation. Analysis confirmed the reported guide wire separation as the core and polymer coating were separated, 6 cm proximal to the tip ball. The polymer material was stretched at the separation. There were two bends in the separated portion, 1.5 mm and 4.5 mm proximal to the tip ball which is likely the result of the guide wire separation. Scanning electron microscope (sem) analysis of the guide wire suggests that the core failure may be attributed to ductile overload at a bend. Failure of this manner, the guide wire would be over bent by pushing or pulling or over torqued by turning and would require the tip to be trapped within the anatomy and/or another device in order to create the required forces to damage the guide wire as described. Patient anatomy, lesion morphology, and/or resistance between the products can all be factors. No damage to the guide wire tip was reported prior to use, which could indicate that the damage was likely not pre-existing. The lesion was described as moderately calcified and 99% stenosed and the vessel was heavily tortuous which could have contributed to the reported guide wire separation. Reportedly, the separated portion of the guide wire was retrieved from the anatomy successfully inside the micro catheter. Analysis also noted teflon coating scraped, 51.5 cm distal to the proximal end of the polymer for a length of 8 mm which is consistent with interaction with other device and possibly came into repeated contact with the other device which caused the teflon damage. Since no teflon damage to the guide wire was reported prior to use, the teflon damage is likely related to case circumstances. The lot history record was reviewed and there are no non-conforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there were no other incidents reported for this lot. The reported guide wire tip separation and the noted damage to the guide wire appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. Manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that the target lesion was in the distal left circumflex with heavy tortuosity, moderate calcification and 99% stenosis. The whisper ms guide wire was advanced with torquing, and it became separated 7 centimeters from the tip of the guide wire. This separation occurred inside of a micro catheter, and the separated portion of the guide wire was removed from the patients body successfully inside the micro catheter. A non-abbott guide wire and a new whisper ms guide wire were used to cross, and a xience v 2.5 x 23 mm stent was deployed after pre-dilatation to complete the procedure. No adverse patient effects were reported.